Manufacturer narrative:
Other, other text: additional information d4 UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Device contains wear and tear on the enclosure, line cord, drain fitting, and pole clamp assembly. The technician installed disposable set and powered on, installed e5736 temp check due (B)(6) 2022 and checked for high temperature. The reported issue wasn't confirmed. There were no air bubbles in the disposable set. However, the device was out of calibration. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. The potentiometers looked to have been tampered. The technician performed a full functional check and re-calibrated the device.

Event description:
It was reported the device had air bubbles in the tubing and gave an "over temperature" alarm. No adverse effects reported.